Manufacturer narrative:
The failure for missing boot was confirmed through visual inspection by the qa technician. It was confirmed the boot was not present. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was missing a rubber boot. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.